Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing. No intervention was performed due to episodes being infrequent. The patient was in stable condition.